Manufacturer narrative:
Although the device was requested multiple times to be returned for evaluation, it has not been received. The reported complaint of an air bubble could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed and a probable cause cannot be determined. No lot received for a DHR review. Corrected information can be found in g2. Additional contact information: (B)(6).

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event occurred on an unknown date in (B)(6) of 2024 involving 7" smallbore ext set w/1.2 micron filter, clamp, rotating luer where a report stated that an rn noted large air bubble past 1.2 micron (lipid) filter. Required detaching lipids line from patient in order to get air out. The decision was made to remove current filter and place new filter. Air did not reach patient. The event occurred in the hospital. There was patient involvement and unknown adverse events. It was unknown on how long into the infusion was the air bubble noted. The air bubble was large. It was unknown what was the length of the tubing the air bubbles were in. It was unknown how the tubing was set-up. It was unknown if the drip chamber was filled before the bubbles were noted. It was unknown if a pump was used during the infusion. It was unknown if it alarms for air in line.